Manufacturer narrative:
Initial report sent: 11/16/2007.

Event description:
Pt sex: unk. Procedure type: j-pouch/large bowel resection. According to the reporter: at the 2nd firing, the knife stopped, and the bowel tore. Manual suturing was added to repair the bowel and the procedure was completed. The surgery was extended about 30 minutes.